Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): too many drops: "the device gave a "too many drops" -alarm. The flow rate was 200 ml/h and before that 300 ml/h. An attempt was made to shut down the device by pressing on/off button for 3 seconds. The device however went to a stand by -mode. The procedure was repeated without success, i.e. The device could not be shut down."

Manufacturer narrative:
(B)(4). Result of examination: the provided drip sensor was investigated. No malfunction of the drip sensor could be identified. History data of the infusomat space (isp) were analyzed. On (B)(6) 2015 the log " device cannot be switched off" is recorded. The entries " standby active" are several time recorded in the history. However, the disposable had never been removed from the isp. Removing the disposable from the isp is a precondition for switching off the device. Delivery rate of the isp was tested at 250 ml/h and 100 ml/h according to (B)(4). Measured delivery rates were within specification. Pressure limitations were tested and found within specification. The pump was opened for further investigation. No defects or deviations were found. The "too many drops" alarm could be confirmed in the history data of the pump. It is, however, likely that the alarm was caused by a too high fluid level in the drip chamber, as the drop sensor did not show any malfunction. The complaint "pump cannot be switched off" is considered not justified as the pump history data show that the disposable had not been taken out of the pump prior to switching off the device. Within this examination the device operated as intended.